Manufacturer narrative:
Continuation of d10: 4968-60 lead implanted: (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency room due to a kidney issues. An interrogation was done, and a partial electrical reset was observed on the cardiac resynchronization therapy defibrillator (crt-d). It was noted that only one partial electrical reset occurred, and it was a benign diagnostic reset. It was also noted that there was evidence of right atrial (ra) lead undersensing. Undersensing in combination with the spike in ra lead threshold measurements shortly post implant suggest a lead dislodgement. Artifacts was noted on the ra lead and significant far field r-wave (ffrw) oversensing signal which had been covered by decreased atrial sensitivity (increased programmed value). Isometrics and pocket manipulation was performed but were negative for reproducing noise. High-rate non-sustained episodes was observed that was likely polymorphic ventricular tachycardia (vt) and not electromagnetic interference. The patient worked at remington gun manufacturing plant and often worked near heavy machinery. The patient was at work at the time of the high-rate non-sustained episodes. It was noted that several non-sustained ventricular tachycardia episodes was observed including one high-rate non-sustained ventricular tachycardia with possibly non-physiologic morphology. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b7 product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated noise. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that a chest x-ray was ordered to visualize the location of the ra lead and per the cardiologist, the lead ¿looked ok¿. No programming changes were made.